Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used on a transobturator mid-urethral sling procedure performed on (B)(6) 2015. According to the complainant, four months post-procedure, the patient's urinary incontinence relapsed. The physician examined the patient and concluded that "the sub-ureteral part of the mesh was absorbed" and that there was an indication of tissue erosion. The physician performed a burch procedure to manage the incontinence. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on may 25, 2016: the physician examined the patient and found out that the sub ureteral part of the patient was very soft. It was not stiff or somehow firm and could not feel the mesh with his fingers. But there wasn't any indication of tissue erosion.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used on a transobturator mid-urethral sling procedure performed on (B)(6) 2015. According to the complainant, four months post-procedure, the patient's urinary incontinence relapsed. The physician examined the patient and concluded that "the sub-ureteral part of the mesh was absorbed" and that there was an indication of tissue erosion. The physician performed a burch procedure to manage the incontinence. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.